Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The set up joint (suj) was analyzed and the and the reported 319 error was confirmed and replicated. In logs, the 319 error was found indicating a node missing fault, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the 319 error was triggered. The unit was then installed onto a pftp and the unit failed node check. Installed a golden fiber optic cable and retested the unit with passing results. Reinstalled the original fiber optic and tested again and the unit failed node checked again. As a result of these findings, failure analysis was able to conclude that the fiber optic cable was found to be the root cause of the reported event. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause is attributed to electrical and conductor fiber damage of the suj.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the set up joint (suj) to resolve the issue. The system was tested and verified as ready for use. Isi has requested the suj to be returned for failure analysis testing. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted prostatectomy-radical without lymphadenectomy surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported they encountered a non-recoverable fault related to universal surgical manipulator (usm) 4. Caller reported arm stopped working during surgery. Prior to contacting tse, users restarted system, but fault returned. Tse checked logs and noted several errors #319 related to usm 4. Tse asked caller if they can proceed with three usms only, caller stated they can. Tse guided caller to disable usm 4. Caller asked if they could use table pairing, tse informed it will be disabled as the system was in fault state. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: surgeon disabled the arm and procedure was completed. The patient tolerated the change. No patient demographic was provided.